Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported receiving a button error alarm on the insulin pump and that numbers were ramping up on their own. The customer's blood glucose was 158 mg/dl at the time the issue was reported. Nothing further reported.